Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Translation: it was reported that on removal of the spiral reinforcement, the prothesis was found to be very porous in one area. This section was cut off and the remainder could be used.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: segment 1: the graft was returned with approximately 3 rows of beading attached. Damage was identified along the entire length of the beading track where the beading was removed. There were no suture holes observed on the edges of the graft. A small tear that measured approximately 3mm in length x 1mm in width was identified approximately 6mm from end of the segment. The graft did not appear translucent or wetted and the hydrophobic barrier did not appear compromised. The ends of the segment appeared trimmed. Based on the condition of the returned sample it appears that the graft had not been implanted into the patient and the reported leak occurred during preparation. Segment 2: the graft was returned clean without any beading. Damage was identified along beading track where the beading was removed. There were no suture holes or tears on the segment. The segment appeared to have been trimmed. The graft did not appear translucent or wetted and the hydrophobic barrier did not appear compromised. Functional/performance evaluation: segment 1: an attempt was made to remove the remaining beading on segment 1. The beading was removed by hand, slowly and at a 90 degree angle to the graft, per the IFU. Approximately 1 row of beading were removed using this method. There were no holes, rips, or tears noted along the beading track of the newly removed beading. Segment 2: the remaining 2 rows of beading was removed. This time, the beading was removed by quickly pulling the beading longitudinally. When removed in this manner, there were still no signs of holes, rips, or tears along the beading track. However, the indentation of the beading track was more pronounced and looked partly gouged in some areas. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the graft was returned for evaluation. The complaint investigation is inconclusive as the original conditions of use could not be recreated. Based on the condition of the returned graft, it did not appear that the graft had been implanted, and that the leak occurred during preparation. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.